Event description:
It was reported that no audio output occurred. On (B)(6) 2022, the patient experienced no audio output. She stated that her blood glucose level was very high (600 mg/dl) but the cgm app did not alert her. As a result, she was vomiting, was hospitalized, and treated with insulin. At the time of the report she was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.